Event description:
It was reported that bd needle eclipse 25x1 rb safety shield broke off it was reported by customer that when the needle was used to inject a patient, when the needle was removed from the patients arm the safety portion of the needle fell off. Verbatim: rcc received a complaint via email. Email(s) attached. We were using bd eclipse needle 25x1 tw (0.5mmx25mm) ref 305761, lot 4206638, exp 07/31/2029 when the needle was used to inject a patient, when the needle was removed from the patients arm the safety portion of the needle fell off. After reviewing the needles, I noticed that the safety latch can easily be removed and attached to the needle. No patient or staff were hurt during this incident.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
No additional information.